Event description:
The customer reported having unexplained high blood glucose of 530 mg/dl, and she has treated with a manual injection of 5.0 units. Troubleshooting was performed. The time, date, programming, and settings were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to remove the cannula, and it was not bent or occluded. The customer stated that the insulin pump did not alarm no delivery when the cannulas were bent. Explained the customer that the bent cannulas are the result of the area not being able to absorb properly, but the device is still delivering the insulin. Then customer mentioned that his blood glucose was very high and the paramedics were called and treated her with a glucagon shot. The customer's most recent glucose reading was 206 mg/dl. The customer stated that she switched the infusion set and her blood glucose was coming down. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.